Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the interdepartmental tracker that the customer has been experiencing low and high blood glucose. The customer's blood glucose was 39mg/dl-400mg/dl, treated with pen and took 10 units of insulin. The low blood glucose was treated with cookies and juice. The customer stated everything is fine now and under control.